Event description:
Found during routine testing. According to the reporter, the device would not power up. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed the reported problem. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced main pcb assembly in the failure analysis center but could not confirm or reproduce the reported problem and root cause could not be determined.